Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Refer to medwatch 2032227-2016-38073.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for no delivery three times in a row. The blood glucose reading was 480 mg/dl. The alarm did not occur during the manual prime, but had been resolved with a complete set change. The reservoir will be replaced and returned for analysis.